Manufacturer narrative:
The device was returned with a tubing valve attached to the luer. There was dried saline on the handle, shaft, electrodes, and tip. Possible crack in irrigation tubing at connection between tubing and luer. The device tip was placed in 37c de-ionized water with the butt bond submerged and a metriq pump programmed to 30ml/min was attached to the device. Immediately water leaked out of the crack between the luer and the irrigation tubing. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Lcr test was performed which confirmed that the magnetic sensor measured within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray showed no obvious anomalies.

Event description:
Reportable based on device analysis completed on 05apr2019. It was reported that tracking issues occurred. During an ablation procedure for wolff-parkinson-white (wpw) with an intellanav mifi open-irrigated, during radiofrequency (rf) ablation of the posterior septal mitral annular accessory pathway, magnetic localization of the catheter was disrupted intermittently and eventually lost altogether. Coming off ablation resolved the issue, however, the issue reoccurred once rf was applied. The catheter was exchanged for another catheter of the same kind and the procedure was completed successfully without complication. However, device analysis revealed there was a leak in the irrigation tubing.